Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the proximal part. The device was removed by using normal method without any problem and the procedure was completed with a different device. No patient complications were reported.